Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "patient is on a high doses of levophed and vasopressin to support his blood pressure when the alaris pump suddenly died." There was no information on patient impact.

Event description:
A report was received from health canada's canada vigilance program which states, "patient is on a high doses of levophed and vasopressin to support his blood pressure when the alaris pump suddenly died." There was no information on patient impact.

Manufacturer narrative:
Correction : imdrf annex e and f codes. Additional information : unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, g, b codes and manufacturer narrative.a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.